Event description:
It was reported that, during semi-open colectomy, after the cartridge was loaded and attempted to fire, several staples at the proximal end were came out, and the knife had slightly moved. The surgeon speculated that the nurse might have moved the knob. Since the main body functioned normally from the second firing onward, the main body was not received as a defective device. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4) date sent: 4/24/2026 b3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # 606d53. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one sr75 reload was received with no apparent damage with the knife not completely within the doghouse. The reload had the proximal 7 drivers up and the remaining drivers down with staples present and a swing tab in the unlocked position. The cartridge was tested for functionality with a test device and fired without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. The swing tab in unlocked position is consistent with an improper loading technique. Also, it is possible that the knife exposed noted on the reload is consist with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. Please reference the instruction for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 606d53, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.